Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 288 (mg/dl). Reportedly, customer had a previous bg of 80 (mg/dl) that was treated by consuming juice; however, customer believes they over corrected. Customer then treated elevated bg with a correction bolus administered by the pump. Recommendation was made to consult with health care provider to discuss diabetes management.